Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device was returned without t1, t2 or suture. There is disfigurement of the needle. This needle is bent and twisted. This indicates resistance and difficulty reaching desired surgical location. Functional test proved that the device no longer cycles as intended. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that during a procedure, t1 and t2 deployed simultaneously. T1 was removed from the patient a backup device was utilized to complete the surgery. No patient injury or complications were reported.